Event description:
It was reported via repair work order that the cot was transporting a patient across pavement in a forward movement when the cot came to an uneven spot on the pavement. The ems workers lifted and pulled cot sideways slightly to get over the uneven surface. When they did that the cots wheel got caught on the uneven spot and tipped over on its side with patient still strapped into it. The patient had scrapes on their shoulder and elbow. The cot was evaluated no problems with how the cot functioned were found. The cot was in perfect working condition. There was patient involvement; however,no clinically relevant delay in treatment was reported.